Event description:
It was reported that the patient hears a noise like a "ticking sound" from his pacemaker when walking. The patient is concerned that something is wrong with the device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.